Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (other) describe: yeast, pelvic,') and pelvic pain ('pain') in a female patient who had essure (batch no. 787231) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, nausea, genital bleeding, endometriosis, muscle cramps, allergy to arthropod sting, peanut allergy and drug allergy. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (other) describe: yeast, pelvic,") and allergy to metals ("nickel allergy"). In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings; brain fog,"), feeling abnormal ("hormonal changes describe: mood swings; brain fog,"), migraine ("migraines / headaches"), headache ("migraines / headaches,"), depression ("psychological or psychiatric problems condition: depression; anxiety"), anxiety ("psychological or psychiatric problems condition: depression; anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), arthralgia ("joint aches") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced urticaria ("rashes or skin conditions type: hives"). The patient was treated with antibiotics. At the time of the report, the pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, dysgeusia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, mood swings, feeling abnormal, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, allergy to metals, depression, anxiety, urticaria, dyspareunia, weight decreased, abdominal pain, arthralgia and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: current weight 200 lbs. Right tubal ostia visualized and cannulated; 5 trailing coils, one device. Left tubal ostia easily identified, easily cannulated; 10 trailing coils, one device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Both tubes were occluded. Pregnancy test - on (B)(6) 2011: pregnancy test negative.. Lot number:787231, manufacture date:2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (other) describe: yeast, pelvic,') and pelvic pain ('pain') in a female patient who had essure (batch no. 787231) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, nausea, genital bleeding, endometriosis, muscle cramps, allergy to arthropod sting, peanut allergy and drug allergy. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (other) describe: yeast, pelvic,") and allergy to metals ("nickel allergy"). In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings; brain fog,"), feeling abnormal ("hormonal changes describe: mood swings; brain fog,"), migraine ("migraines / headaches"), headache ("migraines / headaches,"), depression ("psychological or psychiatric problems condition: depression; anxiety"), anxiety ("psychological or psychiatric problems condition: depression; anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), arthralgia ("joint aches") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced urticaria ("rashes or skin conditions type: hives"). The patient was treated with antibiotics. At the time of the report, the pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, dysgeusia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, mood swings, feeling abnormal, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, allergy to metals, depression, anxiety, urticaria, dyspareunia, weight decreased, abdominal pain, arthralgia and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Right tubal ostia visualized and cannulated; 5 trailing coils, one device. Left tubal ostia easily identified, easily cannulated; 10 trailing coils, one device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Both tubes were occluded.. Pregnancy test - on (B)(6) 2011: pregnancy test negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and mr received ¿ case become valid. New event pelvic pain, pelvic infection, vaginal hemorrhage, menorrhagia, disguise, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhea, mood swings, feeling abnormal, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, allergy to metals, depression, anxiety, urticaria, dyspareunia, weight decreased, abdominal pain, arthralgia and back pain were added. Product information lot number, indication and essure incretion date were added. Patient information height, weight, date of birth and race were added. New reporter (lawyer first time) and consumer address were added. Medical history and concomitant medication (antibiotic ) were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.